Manufacturer narrative:
The following devices were also listed in this report: modular dual mobility insert; cat# 626-00-42e; lot# 54261403. Trident hemispherical cluster 52mm; cat# 502-01-52e; lot# 52261301. Secur-fit max 132 hip stem #10; cat# 6051-1035s; lot# t28r1l. C-taper cocr lfit head 28mm/-3; cat# 06-2898; lot# ra65nw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision hip surgery. Patient revised due to possible infection (unknown if infection was clinically confirmed or identified). Revised to a competitor construct. Rep reported that x-rays, medical records, and further information are not available due to surgeon policy.